Event description:
It was reported during an unknown timing the unit was reported faulty. Due diligence is complete and there is no additional information available. No adverse events were reported as a result of this malfunction upon investigation, the skin graft mesher had a damaged comb.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - australia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00879. Review of the most recent repair record determined the pre-test could not be performed due to a damaged comb. The comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to tolerance stack-up revealed that the carrier could interfere with the comb resulting in deformation of the comb. The comb is a thin stainless steel component and is not always resistant to deformation when interference conditions are presented. There is no mechanism for repeatable cutter installation and removal. Installation and removal of the cutter where the blades catch the tines of the comb can result in deformation to both the comb tines and cutter blades. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.